Manufacturer narrative:
Qn#(B)(4). See MDR # 9680794-2017-00020 and 9680794-2017-00034. Teleflex did not receive the device for evaluation therefore the reported complaint that the sheath leaked is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for developing trends.

Event description:
It was reported that during surgery the hemostasis valve was leaking and blood had dropped out. The device was removed and it is unknown if it was replaced. There was no reported patient death or complications.

Manufacturer narrative:
(B)(4). See MDR # 9680794-2017-00020 and 9680794-2017-00034.

Event description:
It was reported that during surgery the hemostasis valve was leaking and blood had dropped out. The device was removed and it is unknown if it was replaced. There was no reported patient death or complications.